Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated the last cgm reading they saw was 130 mg/dl on (B)(6) 2018. She was watching television while her husband went to bed. She fell asleep while watching television in the middle of the night going into (B)(6) 2018. The patient did not know if an alarm on the cgm was going off as she tends to not hear it while she is asleep. She stated because of previous episodes, her husband checks on her frequently. When he checked on her, he found her unconscious and called 911. When the paramedics arrived, they stated the patient¿s blood sugar was 30 mg/dl and administered the patient with glucose via intravenous (IV) therapy. It is unknown of what the cgm was reading at the time. The paramedics left around 3:55am when the patient¿s blood sugar was at 79 mg/dl at the time of contact, the patient was doing good. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined. No additional event or patient information is available.